Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that during preparation of a steerable guide catheter (sgc), a crack was observed in the clear hub of the rotating hemostatic valve (rhv), causing a leak. It was noted that it was flushed, and the crack was confirmed. Therefore, the sgc was not used and was replaced. There was no clinically significant delay in the procedure.

Manufacturer narrative:
All available information was investigated and the reported leak and cracked flush port were confirmed via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation determined the reported leak was due to the observed cracked. The crack appears to be related to a potential product issue; therefore, exception (issue) 133324 was initiated on 01-nov-2024 to evaluate whether a product quality issue exists. The issue is being addressed per internal operating procedures. Abbott will continue to trend the performance of these devices.